Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedances. A revision procedure was performed, where this rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.